Event description:
It was reported following a ventricular tachycardia storm the patient presented to the hospital and on interrogation it was found that the left ventricular (lv) lead had high threshold/no capture. Chest x-ray confirmed dislodgement of the lead into the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: d354trg implantable cardioverter defibrillator (ICD) (B)(6) 2011; 6935 implantable tachy lead (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2011. (B)(4).